Event description:
A healthcare professional reported that lately there were a lot of trocar that leak during surgery. The hospital reported that it was only annoying for them so they have kept working with leaking trocars. There was no patient impact. Additional info has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: no samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to manufacturer's acceptance criteria. Because a sample was not returned and no evidence of nonconformity that could have caused the complaint could be found in the lot record review, the root cause for the customer complaint issue cannot be determined. Additional info has been requested but not received to date. (B)(4).